Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the main gut shaft to be broken with the nut attached.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was discovered while un-boxing the unit for installation.

Event description:
Upon receipt of the device, the user reported that when un-boxing the unit they heard a noise and found the main shaft of the roller pump to be broken. There was no patient involvement.